Event description:
It was reported that pump generated cartridge alarm 20, and issue did not occur during load process, with prior similar alarms having been reported for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if necessary, while technical support arranged in-warranty replacement pump with updated software, confirmed shipping details and signature requirement, instructed customer on storage mode and return process within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.